Event description:
It was reported that a patient experienced peritonitis manifested by fever and syncope coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event of peritonitis. Therapy was discontinued and the catheter was removed on an unknown date. The patient began hemodialysis on an unknown date. The patient was treated with unspecified antibiotics. The cause of the peritonitis is unknown. At the time of the report, the patient was recovering from the event and was discharged from the hospital. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h17044 and h13i23016 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).